Manufacturer narrative:
The company representative examined the system and could not duplicate the system message or problem reported. The system message was confirmed in the event log. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that while performing a core vitrectomy, the eye completely collapsed. The surgeon corrected the situation. Multiple attempts have been made to obtain additional information regarding the events and patient impact, but none have been provided.